Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex medium oval snare was used during colonoscopy procedure with polypectomy. According to the complainant, during the procedure, the snare did not receive any electrical current and there was no indication that cautery was working. Another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event: current failure. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.